Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was not a 50 percent or greater symptom reduction. The event cause was determined, it was device related, and the patient¿s battery was dead. There was a loss of therapeutic effect and loss of stimulation. No troubleshooting was applicable because the patient¿s battery was dead. The physician programmer was used. The patient was not recovered and symptoms/issues were ongoing.

Event description:
It was reported that a patient saw her healthcare provider in (B)(6) and was told that the implantable neurostimulator (ins) battery would last between four months and a year. Two days prior to the report, the patient saw her healthcare provider and there wasn¿t a chance to check the ins, but everything was fine. The day prior to the report and the day of the report, the patient had no stimulation sensation. She used the patient programmer and began seeing the splash screen. She changed the batteries and the splash screen issue resolved. Stimulation was on and set on program 4 at 1.4 volts. The patient increased stimulation to 1.8 volts then changed to another program at 2.6 volts, lowered to 1.5 volts, then increased and sat down because she felt stimulation most when sitting. The patient began feeling stimulation. She switched back to program 4 at 1.4 volts and didn¿t feel stimulation, but knew it was working. She planned to see her healthcare provider in two weeks. About two weeks later, the patient received assistance from her doctor or manufacturer representative and her concerns were resolved. She had an appointment on (B)(6) 2015 to change the battery. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: programmer, patient. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: programmer, patient. Product ID: 3093-33, lot# v435886, implanted: (B)(6) 2010, product type: lead. Product ID: 3093-33, lot# v435886, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
A healthcare professional (hcp) reported the cause of the increased urination/leaking was the patient¿s battery was dead. The hcp reported trouble shooting was not applicable because the patient¿s battery was dead; the hcp noted the physician programmer was used. The hcp stated that actions and interventions taken to resolve the increased urination and leaking was an interstim battery and lead revision was performed on (B)(6) 2015 and the patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v435886, implanted: (B)(6) 2010, product type: lead. (B)(4).